Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that did allege insulin pump was under delivering. Insulin pump was customer¿s blood glucose was 390 mg/dl at the time of incident. The customer was unsure the drive support cap was protruded, loose, sticking out or flush. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer was not calling for high pressure test. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No under/over delivery anomaly noted and passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly or under delivery anomaly noted during test.